Event description:
Attorney reported: in 2006 -- the pt underwent ventral incisional hernia repair surgery at a hospital. The hernia was repaired with a composix kugel patch measuring 12cm x 8cm. In 2008 -- the pt's condition worsened progressively, and the same day the pt was hospitalized for a small bowel obstruction. Six months later -- the pt was again hospitalized due to abdominal pain and distention. At that time, the pt was diagnosed with another bowel obstruction. Two days later -- the pt was admitted for repair of a bowel perforation. During surgery, dense adhesions to the patch were removed and the bowel perforation was repaired. Because of the defective composix kugel patch and the multiple medical visits and surgeries necessitated, the pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt's event and device information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.